Manufacturer narrative:
Combination product: yes. The lead was explanted (B)(6) 2024. The manufacturing process for the reported fractured lead was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the lead functions to be as specified. Should additional relevant information or the lead itself become available, the investigation will be updated.

Event description:
Inappropriate shock delivered due to noise and lead fracture. When checked at the hospital, it was confirmed that impedance was maximumly 2000ohm and noise in iegm. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
Inappropriate shock delivered due to noise and lead fracture. When checked at the hospital, it was confirmed that impedance was maximumly 2000ohm and noise in iegm. Should additional information be received, this file will be updated.